Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under the bottom of the back left electrode. The sore was described as having been open and a millimeter in size. The patient reached out to her doctor and was advised to use a tegaderm bandage. Follow-up indicated that the skin irritation had improved and that there was still a bandage over the area.